Manufacturer narrative:
Analysis was performed by philips remote service personnel along with the customer stated that the device was not reading correctly and requested part ID for nbp pump. The remote support engineer (rse) provided the nbp pump part information. The customer will order the part. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem is unknown as the customer didn¿t say what the cause of the malfunction is. The issue was resolved by the customer ordering the replacement part. The customer will do the repair onsite. Service history review confirm the problem has not been reported again for this device.

Event description:
Philips received a complaint on the earlyvue vs30 vitals monitor indicating that the non-blood pressure (nbp) readings were inaccurate. The device was not in use on a patient at the time of event, there was no adverse event reported.